Manufacturer narrative:
An intuitive surgical, inc. (Isi) technical field specialist (tfs) conducted additional investigation of the system on site and confirmed the reported failure. The tfs performed service on the system to resolve the issue. No parts were replaced and the system was tested and verified ready for use. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon experienced non-intuitive motion on the right master tool manipulator (mtm). The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc. One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr). The customer replaced the sterile adapter and the swapped instruments but the issue persisted. The customer restarted the system but once again the issue reoccurred. At that time, the surgeon made the decision to abort the robotic procedure post anesthesia and port placement. There was no report of patient harm, adverse outcome or injury.